Event description:
The clinician reported that the gas blender alarmed. The arterial pump stopped and error code 040000 was displayed. The second double headed pump continued to turn but the speed display was zero. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s3 double head pump. The gas blender and the remote control for the gas blender are a part of this sys. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Two issues were found during the investigation. Two motor control boards were not correctly seated in the guiding track and a broken stand off was found in the gas blender remote control module. Sorin group (B)(4) stated that this may have been caused by contact problems during the replacement of the boards or by rough handling during shipment from the hosp to sorin group (B)(4). Functional testing without correcting the issues and then again after correction could not reproduce the problem. No further action was deemed necessary. The facility reported this to their country competent authority. This medwatch report is being filed as a result of this action.